Event description:
A nurse reported that her surgeon's colleague (in another state) has an unk number of pts who have had tass (toxic anterior segment syndrome) reactions following intraocular lens (iol) implant surgeries. She reported symptoms include excessive than normal inflammation and fibrin-coated iols that track back to wound. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested from the initial reporter on (B)(6) 2012 by phone regarding contact info for the surgeon's colleague. The initial reporter has been unable to provide the info, therefore, no f/u could be conducted with the surgeon's colleague. (B)(4).